Manufacturer narrative:
Batch review performed on 12 may 2023. Lot 2119156: 50 items manufactured and released on 03-march-2022. Expiration date: 2027-02-16. No anomalies found related to the problem. To date, 24 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 5 months after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully.